Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain indications. The patient reported they were not getting boluses for probably a week. Patient stated he was taking morphine pills instead of boluses. Patient stated they were not able to connect with device to get bolus, they were getting no device found, no pump found message. Patient stated they get 3 bolus a day. Patient mentioned handset would sometime get stuck at 90%. Agent assisted patient with resetting the handset and communicator. Handset showed no device found. Patient service confirmed patient did not have a fall or trauma. Patient had difficulty powering handset on/off and finding the myptm app on the handset. Patient stated they were getting a message password refresh code key cf76us when the tap on the myptm app. Agent conference with patient and healthcare it (hcit) and hcit reviewed that code means healthcare provider (hcp) need to enter passcode. Additional information was received from the patient reporting he was still not able to get a bolus. Patient stated it had been 10 days since his last bolus. Patient service agent walked patient through a reset of the handset and the communicator and patient was able to connect to the pump and request a bolus on the call.